Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the storage space failed and drawer 3 was causing the machine to not be able to boot up at the station. A field service engineer replaced the drawer board for 3.1 and the machine was able to reboot, then replaced the retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system failed to start and observed a chirping sound. Upon removing the back panel, a failed drawer was identified, after which the power was disconnected. The malfunction occurred when a user tried to dispense medication to the patient, resulting in delays to the patient's care. There were no adverse events or injuries reported based on this event.